Manufacturer narrative:
Investigation results: the reported complaint for the pump over infusing was not confirmed. Per review of the operational log, on (B)(6) 2013 at 11:57am the pump was set to infuse a volume of 100ml at a rate of 10ml/hr. At 11:58am the volume was then changed to 80ml. At 1:02pm the infusion was manually stopped. The pump had infused 10.5ml and the volume infused relative to the infusion time was 98% accurate. At 1:04pm the infusion was restarted to infuse the remaining volume of 69.5ml. The infusion had completed infusing the 69.5ml at 8:02pm where the volumetric accuracy was 100%. Volumetric testing: the pump was tested 3 separate times to infuse 24.5ml at a rate of 10ml/hr. Midazolam was selected from the drug library. The pump tested within specification: 1st test: 24.9ml or 101% of expected volume, 2nd test: 24.8ml or 101% of expected volume, 3rd test: 24.9ml or 101% of expected volume. Per the outlook es safety infusion system manual + or - 5% actual volume delivered is within the acceptable range of specification. Preventative maintenance was performed on the pump.

Event description:
It was programmed for 10ml/hr. Drug: midazlon 100mg in 100ml bag. It infused the whole bag in an hour. Incident date: (B)(6) 2013. Customer has IV set and bag to send in with the pump. No pt injury. Biomed checked the pump logs and it was programmed correctly. Biomed also tried to duplicate the problem, but were unable to. They ran the test overnight. The pump said it infused 107ml, the reader stated it was 107ml. After further follow-up with the reporter there was no pt injury associated with the event and there have been no further issues.